Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite pump infusion set had foreign matter in the fluid path. The following information was provided by the initial reporter: we have a complaint from our customer on item 2423-0007/lot# (10)25095499 due to dirty IV tubing. Additional information received from the customer: when was this defect observed? During or before use? The tubing was brought to my attention on 12/11/2025. I was found when opening the tubing before use. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No event reported.

Manufacturer narrative:
One sample and five photos were received for quality evaluation. Inspection of the sample and photos indicate a brownish substance is located at the top of the drip chamber. The customer complaint of foreign matter was confirmed. The investigation was forwarded to the supplier for root cause investigation. It was determined that the reported "dirt" was actually embedded degraded pvc that can happen during the drip chamber molding process. The supplier has implemented different actions to address the issue. Additionally, a review of the possible production lots of the sample was conducted. There was no indication of embedded pvc on any of the production samples. The issue will continue to be monitored and tracked in order to determine if further actions are needed. A device history record review for model 2423-0007 lot number 25095499 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.